Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse checked and found that the host pc's hard disk was faulty . To resolve the issue, fse replaced the hard disk and restored the system ghost. The defective suite pc was returned to philips for failure analysis and the cause of the suite pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the suite pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.